Manufacturer narrative:
(B)(6). 510k: this report is for an unknown 2.4mm va locking screw. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking screw would not engage with a 2.4mm variable angle locking compression (va-lcp) 2-column distal radius plate during a left distal radius open reduction internal fixation (orif) on (B)(6) 2017. As the surgeon attempted to implant a 2.4mm va locking screw into one of the most distal holes in the plate, the locking screw would not engage with the plate. It appeared that there was no locking mechanism in place. Upon further inspection of the plate, the threaded clover leaf portion appeared to be worn down or less prominent than the other surrounding holes. It was reported that the surgeon was attempting to implant the screw by hand, which may have applied too much force and may have stripped it out. One screw in the proximal portion of the plate had already been implanted. The surgeon then removed the plate and the screw and proceeded to use the next larger size plate, which was readily available. There was a reported surgical delay of five (5) minutes to remove the plate and one screw, and replace with another. No additional x-rays or medical intervention required. The final construct included one (1) plate and eight (8) screws; seven (7) 2.4mm va locking and one (1) cortex screw. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown 2.4mm va locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Investigation summary for unknown 2.4mm va locking screw: device was not returned to cq. A review of the device history records was unable to be performed since the lot number was unknown. A drawing review was performed based on the provided information "unknown 2.4mm va locking screw". Tabulated drawing 02_210_106 current revision h for the family of 2.4mm self-tapping variable angle locking screws with stardrive recess was reviewed during this investigation. No product design issues or discrepancies were observed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.